Manufacturer narrative:
Film evaluation summary: the cause of the reported stent graft kink during implant could not be determined from the single still angio image returned. The pre-implant anatomy is unknown, and CT¿s pre/post-implant were not available for a complete assessment of the anatomy and stent graft in-vivo configuration. A single valiant captivia stent graft was seen having been implanted; the proximal end of the device was implanted just distal to the lsa, and the device extended distally across the 90 deg arch and into the descending thoracic aorta. The bare spring appeared malpositioned along the inner curvature and not fully opposed to the vessel wall. No clear proximal type I endoleak or any other stent graft issues were observed. Images during deployment of the bare springs and stent graft were not returned. The possible cause was due to deployment of the bare springs within the acutely angulated arch. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic ulcer. It was reported that during the procedure, the stent graft kinked. The stent graft was reportedly inspected prior to use and no issues were noted. Per the physician, the cause of the event is unknown. It was also noted that there was no effect to the patient and the patient was discharged from the hospital. No clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.